Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part # 03.010.523. Lot # l812338. Mfg: bettlach. Qty: (B)(4). Release to warehouse date: 05-apr-2018. No ncr¿s were generated during production. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: l812338) was received at us customer quality (cq). Visual inspection of the complaint device showed the threaded distal tip broken off at the most proximal thread form. The driving cap had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: (manufactured rev). Measured dimensions: shaft od = conforming. Groove diameter= conforming. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal tip has broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure the handle and the driving cap for the femoral recon nail set got loose and broke at the thread part. This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).